Event description:
It was reported that during a case the or supervisor noticed bubbles and fluid in the tubing traveling toward the knee. It was reported that the knee was irrigated with saline and the case was completed with no other complications.